Manufacturer narrative:
Product event summary - the full lead was returned and analyzed and no anomalies were found. The analyst commented that the helix extended and retracted without issue.

Event description:
It was reported that prior to implant, the helix extension/ retraction test was conducted. The helix would not extend after twenty turns. The lead was also bent at the tip of right ventricular coil. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.